Manufacturer narrative:
The mitraclip was implanted and will not return. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to a clip delivery system leak. It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr). An ntw mitraclip advanced, however, it was decided to use a different clip size with this patients anatomy. There was no device malfunction and no complaint associated with this device. In replacement, a larger sized clip, an xtw mitraclip, was implanted without issues reported. Another ntw clip was opened, however again, it was deiced to not use this size clip. There was no device malfunction and no complaint associated with this device. Following, an nt mitraclip (cds0701-nt, 10730r131) was prepared per instruction for use (IFU) and advanced in the anatomy. When the lock lever was moved from the unlocked to locked position, a small bubble was observed at the base of the lock lever/clear chamber of the clip delivery system (cds). The cap on the lock lever was loosened and IV fluids were opened wider to apply pressure, flushing out the air bubble from the lock lever. No additional aspiration was needed. The rest of the system was check for air and none was seen. Reportedly, no air had been in the anatomy. The clip was implanted without further issues reported, reducing the mr to 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from the reported lot. Based on available information, the cause of the reported bubble in the lever was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.